Event description:
Single account reported to dade behring a mis-identification of an api proficiency survey isolate (no patient was involved): stenotrophomas maltophilia incorrectly identified as pseudomonas species. Account does not have microscan product lot number information and the isolate is not available for further evaluation.